Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle separated from the suture during use on the patient? Or did it separated during handling before use on the patient? During use on the patient. Was the needle found separated from suture inside of the package? No. Did the needle fell inside of the patient? If so, how was it retrieved? Yes, was noted at the time of separation and removed immediately. Was the procedure completed successfully? Yes. Were there any patient consequences? No. Can you provide the product code? D9541. Procedure name and event date? Laparoscopic nessen fundoplication and gastrostomy performed on (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle separated from the suture. It is unknown if the device is available for return. No adverse patient consequences were reported. Additional information was requested.